Event description:
It was reported that the ilet¿s cartridge connector broke off after the user bumped the device, and attempts to remove the stuck cartridge resulted in the cartridge breaking inside the pump and visible scratching of the connector area, consistent with a damaged cartridge and connector component. Symptoms included no adverse clinical effects, with blood glucose reported as 127 mg/dl and not impacted. Outcomes included the need for device replacement and return of the affected unit. Investigation included review of user-provided photos and case details. Investigation of this case revealed mechanical damage to the cartridge and connector consistent with external impact followed by unsuccessful manual extraction attempts, resulting in a stuck and broken cartridge that precluded removal. It was concluded, based on previously established findings for similar reports, that the cause was user handling and external damage leading to mechanical failure of the cartridge-connector interface.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.